Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. Approximately on (B)(6) 2023, the patient experienced inaccurate cgm values which occurred 3 days after the sensor had been inserted in the abdomen. The patient was heading to the bathroom when she experienced loss of consciousness and broke her ankle. The spouse took the patient to the hospital. It was reported that the cgm reading was 40 mg/dl when it jumped from 80 mg/dl. The patient reported that despite the bg measures, the cgm device would always display 40 mg/dl. The cgm reading was 48 mg/dl and the bg reading was 158 mg/dl; taken by the patient several minutes before losing consciousness. There was no documentation about the medical intervention provided nor the treatment administered to the patient besides pain medication for the injured ankle (no documentation about the treatment administered for hypo/hyperglycemia). The patient was discharged the same day. At the time of the report the patient was stable. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.